Manufacturer narrative:
Product complaint #: (B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes if yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Manual override was used. If yes, did the jaws eventually open? Yes. Is the current patient status known? Patient is doing well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No, second pvs was used.

Event description:
It was reported that this occurred after the third firing. The device both cut and stapled, but during this the device felt like it struggled. Once staples were deployed and the knife blade moved to the distal end of the jaws the device jammed and the knife blade did not return. The knife had to be returned using the manual override. The jaws eventually opened. The resulting staple line did not look as neat as it should have done and the cut line was jagged.